Event description:
A report was received that the patient was having difficulty charging due to the skin at the pocket site is thin. The patient will undergo a pocket revision.

Event description:
A report was received that the patient was having difficulty charging due to the skin at the pocket site is thin. The patient will undergo a pocket revision.

Manufacturer narrative:
A good faith effort was made to contact the patient regarding the revision but the results were unsuccessful.